Event description:
The customer reported that the system was powering on, but the monitor was blank. The system was not booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system computer was replaced. The system was then found the be operating as intended.